Manufacturer narrative:
On (B)(6) 2017 - we have requested the device be returned to the manufacturer. To date, we have not received the device.

Event description:
On (B)(6) 2017 - per the consumers attorney, the consumer received a burn while in use of the product. Consumer received medical attention. The model number was not provided.